Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced dizziness and blurred vision, particularly at night. In a separate visit the lens was removed and the problem resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search. No similar complaints found. Claim (B)(4).